Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: manipulation due to post-operative stiffness is reported. Implant compatibility was confirmed. X-rays were not provided. As such, the implant construct cannot be analyzed radiographically. Based on the available info, an exact cause for the reported condition cannot be determined. Should add'l substantive info regarding the case be rec'd, subsequent to complaint closure, the complaint will be re-opened and re-processed at that time. Eval: mfg documentation for the reported components has been reviewed and indicates the devices were mfg, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt underwent manipulation for postoperative stiffness.